Manufacturer narrative:
An event of a complete atrioventricular (av) block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported complete heart block could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was hospitalized for monitoring and subsequently a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code:

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - pfo occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting (act) levels were 257s and heparin was given. A pre-implant balloon valvuloplasty done with a 24mm non-abbott balloon. The valve was implanted at a depth of 2.6mm on non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). There was a mild perivalvular leak (pvl) noted. After the procedure, a complete atrioventricular (av) block was noted and a dual chamber permanent pacemaker was implanted on (B)(6) 2025. The patient required prolonged hospitalization.